Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that in the day following the implant procedure, the right ventricular (rv) lead and the pacemaker had dislodged from the implant site allegedly as a result of the rv lead length. The physician extracted and implanted a new rv lead and repositioned the pacemaker in the device pocket to resolve the event. No patient consequences were reported.

Event description:
It was reported that in the day following the implant procedure, the right ventricular (rv) lead and the pacemaker had dislodged from the implant site allegedly as a result of the rv lead length. The physician extracted and implanted a new rv lead and repositioned the pacemaker in the device pocket to resolve the event. No patient consequences were reported.